Event description:
Customer called to report high bgs. Bgs were treated with a manual injection. Troubleshooting was performed. The audible tone could not be heard. Device was not dropped, bumped, or exposed to moisture.